Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluations: analysis of the returned device identified: underweight, opening on posterior, observed 40 mm dark patch edge material inside gel device. A visual and microscopic analysis was performed which identified opening crease sharp, opening crease smooth, wear abrasion, stress marks and crease fold. Based on the device analysis the final assessment is: an opening crease sharp on radius due to fold flaw opening; an opening crease smooth on posterior due to fold flaw opening. The reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.